Event description:
It was reported that the device was not sticky at all. Furthermore, all central line & branulas are easily exposed & dislodged resulting the need for frequent reinsertion of central line & branula among babes who are very tiny & itself has very difficult intravenous access. It cost more wastage of the dressing and waste of doctor¿s time and put baby health in danger due to the increase risk of infection.